Event description:
A dialysis home pt reported a system error 2240 alarm in drain 2/4 during treatment using homechoice device. The pt noted for transfer set became disconnected from the pt line of her homechoice set while she was sleeping. The pt thought the connection was secure when she started her treatment and is not aware as to how this happened. The pt went to the dialysis unit the following day and rec'd prophylactic antiobiotics. No pt injury was associated with this incident per the pt.